Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with clamp defected; this condition had the potential to interrupt delivery. This condition was found in the emergency room. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of a "clamp defected" was confirmed and reproduced by service. Service determined that the cause was due to a broken door latch.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.